Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked from the valve with a hissing noise when a 5mm maryland forceps was removed. While a forceps was being inserted, air did not leak. When the surgeon put his finger into and out the trocar several times, the air leak stopped. Another different device was used to complete the procedure. There were no adverse consequences for the patient.